Event description:
It was reported that the patient¿s implantable cardiac monitor (icm) exhibited intermittent undersensing of the ventricular channel. No change or intervention was reported. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Correction of the section h6 - health effect: clinical code should have been "no clinical signs, symptoms or conditions" rather than "insufficient information".

Event description:
New information received notes that the patient was presented remotely via merlin.net. There were no patient consequences.